Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the patient experienced a femoral vein injury at the time of the puncture causing bleeding, and the case was terminated. It was reported that thirty minutes after the procedure started, at the time of the puncture to the femoral vein, only the vizigo sheath rather the wire went into the blood vessel. Due to that, the vein injury occurred, and bleeding was confirmed. Blood pressure was within the normal range. However, the physician judged that the procedure was impossible to be continued, and the procedure was terminated. Physician assessment of the health problem was non-serious (moderate/minor), and the relationship between the event and the product was that the problem was due to the usage of the product and was not the product defect. No extended hospitalization was needed. Transseptal puncture needle used was rf needle. Color setting for visitag was tag index, and additional filters for visitag was fot. No abnormalities observed prior/during use of the product. Additional information was received on 14-apr-2025. This adverse event was discovered during use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was that it was procedure. Other relevant history was that this procedure was 3rd session of af ablation.

Manufacturer narrative:
The investigation was completed on 20-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000496 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).